Event description:
Patient who has had multiple prior abdominal operations including a hernia repair with prolene mesh that resulted in a large abdominal wall fluid collection as well as a recurrence that involved a small-bowel obstruction.patient had procedure of open repair of recurrent incarcerated hernia due to mesh failure.